Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 300mg/dl and diabetes ketoacidosis. It was stated that the customer was vomiting, had stomach cramps and dehydration. It was stated that the customer treated with manual injections. Troubleshooting was performed. It was stated that the customer changed the infusion set, site, and reservoir to resolve the issue. The daily totals matched the basal and bolus. Ran a fixed prime test and the insulin did exit. It was stated that the customer changes the infusion set every three days. Performed a high pressure test and the device passed the test. The customer called the next day and stated that the insulin pump was not delivering insulin. It was stated that the customer attempted to delivery a basal of two units and a bolus of four units. But the insulin did not exit, and the device did not alarm. Advised the customer to contact his doctor or the hospital for a back up plan. No further info was provided.